Event description:
There was not a tight connection between the large neonate o2 mask and the ambu-bag. This required the team to have to continually re-connect the devices to continue CPR. The team then had to get another large neonate o2 mask to ensure the connection remained secured.